Manufacturer narrative:
Based on the analysis, the alleged issue was verified and two different issues were identified (malfunction 0-0x20c4 and malfunction 3-0x2076).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred multiple times. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.